Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.

Event description:
Customer reported that the insulin pump's act button was sticking and an error occurred as a result of this. Customer also reported that the insulin pump was returning multiple no delivery alarms. Blood glucose level at that time of the call was not provided. No further info was provided.